Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument passed electrical continuity testing. The instrument was found to have thermal damage on the monopolar yaw pulley. There were potential signs of arcing an no other damage was found. It was noted the instrument had 1 life remaining. As of 4/21/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were provided by the site for review. A log review was conducted, which resulted in the following findings: it was confirmed the permanent cautery hook (pch) (420183-12) n10170629-144 was last used on 04/19/2018 on a prostatectomy procedure with dr. (B)(6) on system (B)(4). This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 9th usage and, therefore, had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, a permanent cautery hook (pch) instrument had arcing and was observed from the surgeon. The pch instrument was removed and a replacement instrument of the same type was installed. The procedure was completed with a backup instrument and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reported and obtained additional information: the permanent cautery hook (pch) instrument was being used on right pelvic lymph nodes when arcing to the patient's tissue was noted. The instrument was in use for 1 hour and was placed in and out as needed. There was no harm to the patient due to the arcing event and no repair to the patient's tissue was required. The instrument was inspected prior to use and the cannula was inspected during reprocessing with a cannula gauge. The pch instrument did not make contact with any other instrument during the procedure. The surgeon does not know what caused the arcing. The robotic coordinator indicated they were unable to provide any information. The robotic coordinator stated they did not have access to patient¿s charts.